Manufacturer narrative:
Device received with a critical pump error and multiple sequential pump error 53 alarm in the device history, problem isolated to the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer experienced hyperglycemia and was rushed to hospital due to diabetic ketoacidosis. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that display did not return after insulin pump restart. Troubleshooting was performed for blank display and troubleshooting was declined for hyperglycemia. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.